Event description:
It was reported via information received by the legal department that this patient had a left total knee arthroplasty on (B)(6) 2016 and then approximately 5 years, 3 months, she had the left knee revision surgery on (B)(6) 2021. Revision operative report of (B)(6) 2021. Left total knee arthroplasty aseptic loosening. Patient presented with painful left knee and found to have clear loosening of the tibial component radiographically as well as instability. Procedure: patella found to be intact. The femoral component was found to be well fixed. Bony inventory after removal of the femoral component revealed aori 3b defects secondary to osteolysis. The tibial component was found to be grossly loose and easily tamped out. Bony inventory after removal of cement revealed aori 2b defects, worse laterally affecting the metaphysis. Tibial bone loss called for use of a size b cone. During procedure with a competitor¿s device there was a bone fracture. Dressings were applied and the patient was transferred to the recovery room in stable condition. Discharge to home when comfortable and pt goals are met. Hospital care: admission (B)(6) 2021, discharge (B)(6) 2021. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.